Manufacturer narrative:
If implanted, give date: unknown if the lens was implanted. If explanted, give date: unknown if the lens was implanted and therefore, unknown if explanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during insertion into the eye of an intraocular lens (iol), the lead haptic was observed bent under the microscope. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 8/15/2017. Device returned to manufacturer? Yes. Device evaluation:. The returned lens was received cut with both parts sticking together. After the lens decontamination and cleaning, the lens was observed with a part of the optic broken and detached. The broken part has a haptic that was bent in the middle. The other haptic was observed distorted at the beginning of the drill hole. A mark was observed in the optic zone. The complaint was verified, however, due the lens condition, the complaint could not be related to the manufacturing process. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.